Manufacturer narrative:
The complaint investigation for a falsely elevated architect total b-hcg, list number 07k78-25, lot number 08042ui00, result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and field data review for the complaint lot. Trending review determined no adverse trend for the product. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Device history record review on lot 08042ui00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. No systemic issue or deficiency of the architect total b-hcg assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total b-hcg result on one patient. The following data was provided (<5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2020, was 1438.35 miu/ml, the medical provider questioned the result, the sample repeated as <1.2 miu/ml. There was no impact to patient management reported.